Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. Reportedly, customer overfilled the cartridge. Customer¿s blood glucose level was over 500 mg/dl. Customer administered correction bolus of insulin to address high bg. Reportedly, customer reverted to an alternate form of insulin therapy.